Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the pump was returned to the manufacture on 2018-aug-27.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study and a manufacturer representative (rep) regarding a patient receiving remodulin 10 mg/ml with an unknown dose via an implantable pump. It was reported during the refill visit, prior to the refill, the programmer expected reservoir volume was 19ml and the actual residual volume removed from the pump reservoir was 0ml. It was noted that this was outside the flow rate accuracy specifications. No action was taken. No symptoms were reported. The event date was (B)(6) 2018. No further complications were reported.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study and a manufacturer representative indicated the original pump was removed and replaced with a new pump. The residual volume in the original pump was not removed and measured from the original implanted pump. The patient had no symptoms. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) indicated no actions or interventions were indicated. Atthis time, no symptoms were reported. The cause of the volume discrepancy was unknown and were being investigated. The patient's weight was (B)(6). No further complications were reported.